Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer stated that the insulin pump stopped reading the blood glucose levels and insulin on (B)(6) 2014. The customer changed the infusion set one day prior to calling, and she also reported that there was a lot of blood inside the tubing and at the insertion site. There were no symptoms of high blood glucose observed, and the customer treated with manual injection. Upon troubleshooting, the customer stated that insulin did exit the tubing; no leak was found. The customer called again several days later for assistance with troubleshooting and found that the device passed the high pressure test as designed. The blood glucose reading at the time of the second call was 252 mg/dl. Nothing further reported.